Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that intermittent loss of capture was noted on the non-boston scientific right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD). The loss of capture was noted between 1.6v-3.2v. A slight drop in impedance was also noted. Boston scientific technical services (ts) suggested x-ray and programming options. When the patient was evaluated, slight elevation in ra threshold was noted. Approximately two months later, the non-boston scientific ra lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.